Event description:
The advocate called on behalf of a (B) (6) customer. The customer tested her blood glucose using her contour link meter and received a reading of 0.7 mmol/l (13 mg/dl). She retested using another meter and received a reading of 14.0 mmol/l (252 mg/dl). The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.